Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicates that this device was emitting beep tones. Interrogation revealed high out-of-range shock impedances and code 1005 indicative of shock delivered in an open condition. Surgical intervention was performed; the device was explanted and the rv lead was capped.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected gradually increasing shock impedance measurements. The current measurements are not out-of-range. Boston scientific technical services (ts) suspects calcification of the lead tip. No adverse patient effects were reported. The device remains in service.